Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was not delivering insulin. The current blood glucose reading is 180 mg/dl. The blood glucose reading at the time of the event was 600 mg/dl. Costumer had high blood glucose for a couple of days. Customer kept bolusing, but the blood glucose levels remained in the 500 range. Customer was close to dehydration. Hospital treated with IV insulin drip and manual injection. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The low reservoir alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive delivery tests due to prime/fill anomaly. The insulin pump had a scratched display window, broken belt clip slot and cracked reservoir tub lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.